Event description:
On 10/2, the pt. A iddm, begain obtaining readings of 32 mg/dl on her meter. Based upon these readings, she did not take her insulin and ate "sugar" as advised by her physician. She continued a pattern of testing and eating throughout the day, coninually obtaining a reading of 32 mg/dl on her meter. When she became weak and faint, she went to the "care clinic" where a blood glucose resut of 410 on a clinic meter (brand unk) was obtained. Sample sent to the lab at the same time was 550 mg/dl. She refused to be hospitalized as suggested and was given an injection of insulin and sent home at 7/p with instructions to take an additional 10 units nph. The meter is not cleaned correctly. Control solution is used to clean the meter optics once every two weeks. No quality control tests have been performed. Calibration status is unk at this time. The pt stores the test strips outside of the vial in the meter case, a practice which is warned against in the product's package insert. Care